Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " foreign material in the nozzle" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Even though the costumer provided cleaning disinfection and sterilization (cds) information, it is unknown if there were deviation from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) (documented here due to character limitation in respective field). The device was returned to olympus for evaluation and the evaluation found that due to adhesive peeling on bending section cover, insulation resistance value did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Bending section cover had discoloration. Adhesive on bending section cover had a chip. Light guide bundle was slipping down. Switch box had a scratch, switch box had discoloration, image guide protector had a cut. Connecting tube had a dent. Connecting tube had a scratch, connecting tube had discoloration. Scope connector cover unit had a scratch, scope connector had corrosion, scope connector had a scratch, universal cord has a scratch, grip had discoloration, grip had a scratch, scope cover had discoloration, scope cover had a scratch, forceps elevator had a scratch, free engage knob has discoloration, free engage knob had a scratch, up/down knob had discoloration. Right/left knob had discoloration, control unit had discoloration, control unit had a scratch and the forceps elevator had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited: nozzle had foreign objects. There was no patient involvement.